Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 26 of the patient's mouth. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to themanufacturer. At the event the patient experienced: mobility. No further patient complications were reported.